Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed in the right ventricular apex, but it dislodged. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Event description:
Additional information was received which clarified that the lead did not dislodge after positioning. The lead was not actually implanted, because the stylet could not be removed from the lead after implant. A new lead was implanted instead due to this reason.

Manufacturer narrative:
The full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the test stylet stopped insertion at 9.5 cm due to dried blood obstruction. Alcohol was applied to break up the blood and the stylet was fully inserted. The helix did not fully retract due to the kink in the proximal conductor at 42 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.